Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 325 mg/dl, 297 mg/dl and 123 mg/dl. Customer administered a normal dose of 11 units of novolin after receiving the 325 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.